Event description:
The consumer alleges the valve on the foley bag failed, causing urine to go all over the tent floor. The consumer allegedly slipped and dislocated her hip, broke her finger and glasses.

Manufacturer narrative:
Manufacturer received information from a consumer that their foley bag leaked and resulted in injury. No confirmation of alleged injuries. Unclear if bag was damaged. Information indicates bag was discarded. As a conservative measure MDR filed based on injury claim.